Manufacturer narrative:
(B)(6). (B)(4). Concomitant products: humeral bearing assembly tool: cat#: 110017268, lot#: 14218a. Comp rvs tray +5mm co 44mm: cat#: 115375, lot#: 278800. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the locking ring bent upon implantation. A locking ring from another humeral tray was implanted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. N/a, device was not implanted. Complaint sample was evaluated and the reported event was confirmed. Humeral bearing assembly tool and ringloc returned for evaluation. As returned the ringloc was bent and showed damage. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.